Event description:
Per the clinic, the patient experienced swelling at the mastoid and implant site. IV antibiotic treatment was attempted (date and duration not reported), however, the issue could not be resolved. The patient underwent a procedure in (B)(6) 2014 (specific date not reported) to drain the site. Additional treatment with IV and oral antibiotics (date and duration not reported) was attempted; however, the issue could not be resolved. The device was explanted on (B)(6) 2014. There are no plans to reimplant the patient with a new device as of the date of this report, march 26, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.